Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. It is uncertain whether reprocessing steps by the user deviated from the instructions for use or not. Additionally, there was no physical damage where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was reprocessed before being returned to olympus for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside the air/water cylinder, air/water tube, and jet tube. Additionally, it was noted that the jet tube in control unit was clogged as water could not be supplied. After reprocessing, foreign material remained inside the jet tube. There were no reports of patient involvement.